Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient. The customer repeated the sample on a beckmann coulter au680. Of the data provided, only the results for glucose, aspartate aminotransferase (ast), alanine aminotransferase (alt), uric acid, and ise indirect gen. 2 sodium were discrepant. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The qc was in the acceptable range on both analyzers. The probe was cleaned and the sample was repeated five times after recentrifugation. These results compared to the results from the au680. Review of the customer's preanalytic process found the centrifugation time was too short which may have affected the sample quality. As many alarms referring to "cell rinse cleaner 1 short" were noted on the day of the event, it was suspected the cuvettes are not cleaned properly. The customer has increased their centrifugation time and the problem has not reoccurred.

Manufacturer narrative:
Further investigation confirmed the issue was due to a preanalytic issue. After adjustment to their centrifugation time, precision testing by the customer was acceptable. No malfunction of the device was found.